Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unclear when the alleged issue started with the subject meter. The pt confirmed she was able to test successfully the day prior to contacting lfs. On an unspecified time on the same day, sometime after the reported issue began, the pt reported developing "blurry vision." The pt mentioned to the cca that she was going to contact her doctor after her call to lfs to make an appointment. The pt denied taking any actions regarding her diabetes treatment or receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter; however, the pt had not replaced the battery per the owner's booklet. The pt did not have a new battery at the time of troubleshooting, and therefore the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.